Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted. It was reported to technical services on (B)(6) 2012 that it has chronically high thresholds. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).